Event description:
A peritoneal dialysis patient called fresenius technical support regarding drain issues. The patient believed the cycler was not draining him completely, due to some negative ultra filtrations, and then advancing to the next fill when it should not have. During the call the patient stated he was recently in the hospital for peritonitis. Technical support explained to the patient that during regular drain, if cannot drain anymore, as long as 70% of volume is drained and the overfill check is satisfied the cycler will proceed to the next phase. Technical support referred the patient to his rn/clinic for clinical advice.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints of this symptom, and no other complaints of peritonitis for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the event of peritonitis is unlikely related to the liberty cycler machine .there were no reported fluid leaks. The most likely cause of peritonitis in a continuous cycle peritoneal dialysis patient is touch contamination. The patient was hospitalized and treated with antibiotics.